Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system buretrol solution sets had the filter valve separate from the drip chamber; air leaked into the chamber. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual devices were not available; however, a companion sample was received for evaluation. Visual inspection was performed which did not identify any abnormalities that could have contributed to the reported condition. Pressure and pull tests were performed and no leaks or separation were observed. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.